Event description:
Boston scientific received information that the clinician stated that the charge time on the device was higher than expected. Boston scientific technical services (ts) was consulted and advised that the charge time was still within the normal limits for the device and charge times are expected to fluctuate during the life of the device. No adverse patient effects were reported. The device was explanted one and a half months later for normal battery depletion and returned for analysis. Initial analysis noted a possible product performance issue with the device, thus detailed analysis was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.